Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. The insulin pump passed the reset error test and the self test. No blank display, display anomaly, reset anomaly or audio anomaly was noted during testing. All operating currents were normal. No moisture damage was noted inside the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump screen went blank three days after the customer jumped into the pool while wearing the insulin pump. The screen was still blank after a battery change and came back on one hour later, began to beep every two minutes, and then went blank again. The parent did not know the blood glucose reading. The parent reported that the insulin pump had been exposed to moisture in the past with no moisture visible in the insulin pump. The self test could not be performed and the alarm history could not be checked due to the blank display. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.